Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch. Performed functional tests. Unable to duplicate/replicate the problem. The device performed correctly contrary to the customer complaint. Probable cause is pointing to user error. No problem found for the original reported issue, but found pcb and microswitch needed to be changed. Replaced pcb, microswitch. Performed pm, changed reservoir gasket and o rings. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that while performing preventative maintenance, it failed over temp alarm and low solution fill alarm. The speaker may be out. Patient not involved. Event happened at the hospital at around 1:46 pm. The outcome of the event is reported as ongoing; speaker is non-functional. Update: gcm received an (B)(4) on 4-jan-2024 regarding above complaint. It was stated that while performing pm it failed over temp alarm and low solution fill alarm. Dmramo 4-jan-2023

Manufacturer narrative:
D5: operator of device is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.